Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 170mg/dl, 109mg/dl, 90mg/dl and 105mg/dl then 189mg/dl and 89mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.